Event description:
A (B)(6) male pt contacted zoll customer support to report check therapy pad messages and a damage cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages and damaged cable or wires exposed) were confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.